Manufacturer narrative:
Additional information: section a2: age at time of the event: 81 years. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 24, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: upon further review it was noted that "section g4: combination product" field should have been populated with "no" but was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) will be exchanged from zku to a diu on a post refractive patient. Through follow-up, it was learned that the left eye (os) explant is scheduled for (B)(6) 2022, due to the patient being unhappy due to blurry vision. The plan is to implant another johnson and johnson iol (different model, diu150, different diopter of 19.5) using ora. There are no surgical complications. Additional information was received on dec 20, 2022 that the device was returned for evaluation, indicating that the iol had been explanted during a secondary procedure. Through additional follow-up, it was learned that the lens was explanted on (B)(6) 2022. Another johnson and johnson iol was implanted as replacement (different model, diu150, different diopter, 19.5). No medical or surgical intervention was required and there was no patient injury. On day one post-operative ((B)(6) 2022), the patient's uncorrected visual acuity os was 20/50. On (B)(6) 2022, the patient uncorrected visual acuity os was 20/60, pinhole (ph) 20/40. The doctor requested that the patient return to the clinic in three weeks. No further information was provided.

Manufacturer narrative:
Device availability: product was received by receiving department, but has not yet been received by the investigation site. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.